Event description:
Device does not allow IV (intra venous) fluid to flow. The tubing will not flush when a syringe is attached. This is an 8" IV tubing extension set that connects proximal to the patient at the IV catheter.